Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from the olympus (B)(4) such as the pictures, and similar past cases, there was the possibility that this phenomenon was attributed to the failure of the angulation mechanism due to the damage of the control section. The damage of the control section might be caused by the excessive stress being applied to the insertion section, however it was unknown that it occurred what under circumstances.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus korea (okr), it was found that the angulation at the bending section of the subject device could not be released due to the breakage of the angulation wire. There was no report of patient injury associated with this event.